Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported endoleak (at indeterminate origin) is confirmed as a type ii endoleak (of the lumbar artery). The most likely causation for the reported event is anatomy-related as type ii endoleaks are non-device-related. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported to be in good condition pending reintervention. No additional investigation of this reported adverse event/incident is planned. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. Approximately one (1) month post initial procedure, the patient presented at routine follow-up with a suspect type iii endoleak (unspecified if iiia or iiib), and/or a potential type ii endoleak. The patient is reportedly in good condition, and the physician plans to re-intervene. Additional information received per clinical assessment confirming the reported endoleak (at indeterminate origin) is a (non-device-related) type ii endoleak. Therefore, a complaint is no longer warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. Approximately one (1) month post initial procedure, the patient presented at routine follow-up with a suspect type iii endoleak (unspecified if iiia or iiib), and/or a potential type ii endoleak. The patient is reportedly in good condition, and the physician plans to re-intervene.